Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they experienced repeated messages to clean fiber connections. Tse confirmed a dirty fiber connection between the patient side cart (psc) and a vision side cart (vsc) 's port 2. The user first attempted to clean the fiber cable ends with compressed air, but the message persisted. The fiber cable was then moved from one vsc's port to another with no change. A different fiber cable from another system was tried, yet the dirty fiber connection message continued. Both ends of the replacement cable were blown out again and the fiber port on the psc was cleaned, but the system still prompted to clean fiber connections. Tse then indicated that the connection at the rear of the psc was likely dirty and advised switching to another available psc. After the user connected a different psc, the system started successfully without fiber errors. A message to power cycle the e-100 generator was then addressed by power cycling, which resolved the e-100 generator errors. The user subsequently reported that they were unable to pair the trumpf table and proceeded without the table connection. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the fiber optic cable. The system was tested and verified as ready for use. As of the date of this report, the fiber optic cable has not yet been received by isi for evaluation.